Manufacturer narrative:
(B) (4). Implanted device remains.

Event description:
The pt reported that the keypad was intermittently responding. All of the buttons were hard to press and slow to respond on the keypad. Additionally, the buttons have to be pressed multiple times to elicit a response from the keypad. The "up" arrow button would release and respond only after pressing the buttons several times on the keypad. The lettering was worn on the keypad but reporter denies damage to the keypad or exposure to moisture and cleaning solvents.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6) 2010; it is unknown whether there are plans to re-implant.

Event description:
The deep brain stimulator was off for the last few days. This caused the patient's neck and back to twist/turn in a way which lead to a lot of back pain. The patient's symptoms when the stimulator was off seemed to have worsened since implant. There was no known accident or incident related to the complaint. It was also reported that the patient programmer was not working. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Event description:
Per the audiologist, the patient reportedly experienced pain, non auditory sensations and is receiving no benefit from the device. The results of an integrity test (B) (6) 2010 indicate normal device function. Due to pain and no benefit, the patient has discontinued use of the device. Explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).